Event description:
The pt called lifescan and alleged the one touch ultra meter would power off during use. The pt had symptoms of cold sweats, hands twitching and numbness in toes. The pt immediately took blood glucose on another one touch ultra meter with a result of 210 mg/dl. A medical professional was contacted for advice. No treatment was reported. The customer care representative verified the meter shut off before the time was up. The incident is reported as a product malfunction.